Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient had his ins implanted the surgeon did not get it stabilized, so the ins could move around quite a bit, and this occurred between 1 and 2 years after implantation. The patient stated it was due to the surgeon, not the product. The patient reported having 14 back surgeries done over 12 years and uses the ins at high settings due to scarring. The patient reported all his inss have worked for him. No symptoms related to the device were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and failed back surgery syndrome.